Manufacturer narrative:
Technical services recommended programming off the mv sensor to avoid the noise and oversensing. Engineering review of the device data confirmed there were no other abnormal lead measurements or diagnostic data recorded. Only the intermittent high, out-of-range ra impedance measurements were noted. The most recent data in the remote monitoring system indicated the mv sensor remained programmed to passive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) stored many atrial tachy response (atr) episodes showing noise that was oversensed on the right atrial (ra) lead. It was noted the competitor's ra lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. In late (B)(6), the patient had been involved in an accident where the area around the device was hit. A boston scientific technical services consultant reviewed the episodes and determined the noise was from the minute ventilation (mv) sensor. A request was made from engineering to review the device data in the remote monitoring system to ensure the device was functioning properly. No adverse patient effects were reported.